Manufacturer narrative:
(B)(4). Review of cta¿s from 2 weeks post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the renals. The ipsilateral limb and extension were placed into the left common iliac artery, and the contra limb was positioned into the right common iliac artery. The max diameter aaa measured 5.7cm and no endoleak was seen. Beginning at the bifurcate flow divider, the ipsilateral limb and extension were 100% occluded. Distal flow resumed at the left iliac bifurcation, and the contra limb was patent. The ID of the left limbs within the distal aaa measured 14mm. Near the take-off of the left common iliac the stent graft extension was severely kinked due to the acutely angulated left common iliac artery. The limb ID was compressed down to 3mm within the kink, and then opened up to 12 ¿ 14mm ID (18mm od) along the distal length of the left limb. No other stent graft issues were observed. The exact cause of the left limb occlusion is uncertain. The anatomy at implant was not reported and films pre-implant and during implant were not available for review. However, it appears likely that the tortuous left iliac artery caused the left limb extension to kink which nearly closed the lumen and then led to the limb occlusion.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 59mm in diameter abdominal aortic aneurysm. It was reported that during regular follow the CT revealed limb thrombosis due to a kink in the stent graft. The physician performed an intervention with a fem-fem bypass and the event was resolved. No additional clinical sequelae were reported and the patient is fine.